Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited intermittent image loss on the monitor; failed the leak test on the rear cover holder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image loss observed on monitor was due to a faulty charged coupled device and a failed leak test was attributed to a crack in the rear cover holder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.